Manufacturer narrative:
The exact event date was not available, therefore the date 01/01/2025 was used as estimate.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced infection. A removal procedure is planned. No additional information was provided.